Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported that approximately 1-2 months ago she had a medical event. The customer mentioned during the call that she had "issues with the reading" on her adc blood glucose meter. The customer reported that she tested at 10:00 pm prior to going to bed and received a result of 143 mg/dl. She stated she "drank glucerna and took her daily levemir insulin" and went to bed. At 2 or 3 am, her husband touched her and felt she was cold, and was unable to awaken her. Her husband "knew she had low sugar" and treated her with glucagon and called paramedics. When paramedics arrived they tested her and received an unknown result (the customer was unconscious). The customer was treated on scene with intravenous fluids and "d50" (dextrose 50%). When the customer regained consciousness she heard paramedics take a reading with a result of 29 mg/dl. Paramedics reportedly waited until "she was okay" and determined she did not need to go to the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (1530805) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.